Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, "on 3/18/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hp had exposed wires. There was a case delay of less than 15 minutes. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm." And attributed it to normal wear and tear due to the age of the device.

Event description:
On 3/18/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hp had exposed wires. There was a case delay of less than 15 minutes. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm.